Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary the product was not returned to depuy synthes for evaluation, however photos were provided for evaluation. Visual inspection of the returned photos found that the device is shown in used condition. Biological matter can be observed on the suture and anchor. The inserter tip was found broken. Broken fragment is not shown in the photo. The overall complaint was confirmed as the observed condition of the microfix qa+#3/0 oc v-4 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to bending force that was applied to the inserter. As per the instructions for use (IFU); do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a tendon exploration surgical procedure, while using the microfix quickanchor plus anchor device, it was observed that the tip of the anchor was broken off. It was reported that all broken parts were removed from the patient. It was reported that another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.